Event description:
The customer reported that the device was not working and the screen was black. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A pin on the power plug was replaced. The system was then found to be operating as intended.